Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36201, implanted: (B)(6) 1995, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they were trying to get a pump implant into patient but they could not find healthcare professional (hcp) who worked with workman -comp and liked to find hcp. Patient had his last pump removed due to skin staph infection when the pump was implanted and they never refilled the pump and pump was removed (B)(6) 2015. No further complications were reported.

Event description:
It was reported that the patient presented for a refill and had a large red and swollen area around the pump device pocket. There was no alleged product issue. The patient was not refilled and was admitted the prior day with a suspected infection at pump pocket site. The actions required as a result of the event included hospitalization and surgical intervention. The patient¿s pocket was opened and there were no obvious or visible signs of infection. The patient was sent for a gram-stain, csf and other culture swabs. Nothing out of the ordinary was seen by the healthcare provider. An antibiotic wash of the pocket, and IV antibiotics were ordered in the or stat. The patient was sent for further evaluation. The patient¿s status at the time of report was alive ¿ no injury. It was later reported that the patient¿s last refill occurred on (B)(6) 2015. The infusion system was explanted on (B)(6) 2015. The pump was used to infuse dilaudid.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-may-23. The patient's weight at the time of the event was reported. No further complications were reported.